Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was later reported that the patient had a full system explant due to an infection. The final patient outcome was not reported. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
The date of onset of this event was reported to have been (B)(6) 2014. The patient had an infection. Symptoms included fever, swelling, and incisional wound opening. The date of onset or diagnosis of the infection was (B)(6) 2014. The location of the infection was noted to be at the device pocket, catheter track, and lumbar region. A culture was obtained from the device pocket and lumbar region. A spinal tap was performed which revealed staphylococcus aureus. The patient was treated for five days. No organisms were seen in the operating room (or). The pump pocket was opened up and the wound was washed. During the incision and debridement of the pump wound, the connector collet was found to be loose. The catheter was connected and intact, but the collect that should have been snapped in place to help secure it was not. It was not clear if this was product related, or if it had not been fully snapped into place at the initial implant. The connector was replaced and the product issue resolved. The patient had a follow-up visit on (B)(6) 2014 with their doctor. They had no signs of meningitis. They were receiving vancomycin via a peripherally inserted central catheter (PICC) line. The patient¿s mother said the patient was receiving effective intrathecal baclofen therapy. It was not determined if the catheter connector issue was related to the infection. The patient¿s outcome was ongoing. No drug withdrawal was noted. The pump contained baclofen.